Event description:
The customer reported that the pump screen went blank unexpectedly with the led not blinking, requiring a connection to a power source to turn it back on. There was no confirmed impact to the customer¿s blood glucose level, as the customer declined to provide information on this. Technical support intended to contact additional support for further assistance, though no further resolution details were provided.